Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there were motor rate error and check clutch/ plunger lever errors in the history. Start-up and multiple flow and occlusion tests at the user's programmed rates were performed. The reported issue was unable to be replicated. The worm gear and coupling were replaced as a preventative measure since the parts were over 8 years old. The cause of the issue was unable to be determined.

Event description:
Information was received indicating that upon receiving a smiths medical medfusion pump, it failed occlusions, had a motor rate error as well as a check clutch error. There was no patient involvement.